Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device powered up, but the screen was blank and unreadable. The cause of the issue was not found for the screen being blank and unreadable. There was no repair made to, or part replaced to address this issue on the device, and it was scrapped. Additional findings not related to the malfunction/issue was the real time clock offset and unable to obtain the device logs. There were no part(s) replaced, or repairs made to the device for these issues. There were no repairs performed on the device, and it was scrapped.